Manufacturer narrative:
The device history records were reviewed for this lot and it was determined that all processes and test criteria were within the medpor implant finished product specification. A review of incidents reported for the past two years indicated that there is no significant trend to report for this product family.

Event description:
A representative from the doctor's office reported that the patient received a medpor nasal sheet implant. The representative reported that the patient had a fever that was treated with multiple antibiotics. The representative reported that the implant was explanted due to an infection.